Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical product: product ID: 419488 lead implanted: (B)(6) 2006, product ID dtba1d1 ICD implanted: (B)(6) 2015. The initial reported event of infection was received on 2018-01-03. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 2018-07-31. Information was subsequently received on 2018-05-17 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.